Event description:
Boston scientific received information that during an implanted duration of approximately five months, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received 14 inappropriate shocks, reportedly due to a changing morphology along with system oversensing. Vector reprogramming failed to resolve the oversensing and the field representative confirmed an x-ray showed no product displacement. The device is expected to be returned for analysis: replacement was reported with a transvenous system. No additional adverse patient effects were communicated.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.